Event description:
It was reported the physician was unable to implant a new lead due to scar tissue. During the procedure the dura was inadvertently torn. A dura seal was applied. F/u determined the pt experienced lower extremity numbness, weakness and inability to walk.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of dural tear could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.